Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" alarm. The customer was servicing the device and reported that after the flow sensor assembly was replaced, the device displayed the error code (110b). The customer reported that the error code was recorded in the event log. During troubleshooting, the rse advised the customer to remove and reseat the data acquisition (da) printed circuit board assembly (pcba), and realign with the solenoid pins, while checking the cable connections. The rse noted that if the issue was not resolved, the da pcba, and da pcba to mc (motor controller) pcba cable should be replaced. The customer was provided with the part numbers for replacements. A follow up was performed with the customer, and it was reported that there was a bent pin in the data acquisition (da) board connection. The customer reported that after straightening out the pin, the proximal pressure sensor autozero problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.